Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 2. Common device name: pouch, colostomy. Product code: ezq. Complainant state: (B)(6). Event country: (B)(6). Correction - contact office address: (B)(4). PMA /510(k) #: exempt. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that, the wafer with starter hole was off centered. The product was not used. No photo is available at this time.

Manufacturer narrative:
Device 1 of 2. Common device name: pouch, colostomy. Product code: ezq. Complainant state: (B)(6). Event country: (B)(6). Correction - contact office address: (B)(4). PMA /510(k) #: exempt. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that, the wafer with starter hole was off centered. The product was not used. No photo is available at this time.